Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the ventilator stopped cycling during a case and started working again after a short period of time. No injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the ventilator stopped cycling during a case and started working again after a short period of time. No injury reported.

Event description:
It was reported that the ventilator stopped cycling during a case and started working again after a short period of time. No injury reported.

Manufacturer narrative:
The dispatched dräger fse tested the device and did not determine any persisting ventilator failure with the device. Based on log file analysis the case could be reconstructed as follows: during downward movement of the piston the device detected that a negative pressure has been built-up to a certain level which is an indication for a fresh gas deficit. In such situation the device is designed to open an auxiliary air intake valve on top of the ventilator to compensate the fresh gas deficit by taking-in ambient air. This did not work or the air intake was not proceeded fast enough, resulting in a further increase of the negative pressure. The device will then stop piston movement temporarily and post a vent fail alarm. If the negative pressure goes back below the threshold ventilation will resume automatically. As a preventive measure, the fse has replaced the ventilator lid where the auxiliary air intake valve is integrated; the workstation passed all consecutive tests and was returned to use. The auxiliary air intake valve was tested in the lab but did not exhibit any error conditions. It is seen likely that humidity has led to sticking or delayed opening of the valve. Based on experience this is caused by insufficient reprocessing. Traces are hardly to determine afterwards as the humidity will likely evaporate during the return shipment before the part can be tested. The root cause for the fresh gas deficit which stands at the beginning of the chain of contributing factors cannot be determined by log file analysis. It cannot be excluded that the operator setting for the fresh gas flow was insufficient for the particular patient.